Event description:
It was reported there were removal difficulties of the balloon catheter after dilatation of a stenosis during a stenting procedure (off-label use). No further complications were reported.